Manufacturer narrative:
Results: eval of the returned belts confirmed the reported issue; both belts have one of the prongs on the male side of the buckle broken off and are missing. The buckles clicks into the female side but there is not a secure hold. (B)(4).

Event description:
The customer reported the buckle on the side with the 3 prongs is broken. The customer could not provide the date when this was discovered. No pt incident or injury was reported.